Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been unable to receive effective stimulation. It was also reported the patient had been in a car accident on (B)(6) 2013. The patient's doctor believes the automobile accident may have caused the stimulation issue. Reprogramming attempts to provide resolution were unsuccessful. An impedance check revealed no anomalies. Follow-up revealed the patient's lead was explanted and replaced.